Event description:
The balloon could not be deflated. In order to remove it from the patient, it had to be inflated until it burst.

Manufacturer narrative:
The returned sample was evaluated. As received, there was one catheter and no guidewire or introducer sheath. The balloon has a longitudinal rupture beginning 7mm from the distal tip and is 26mm in length. There are five small kinks along the entire shaft of the catheter. The shaft was dissected beginning proximal of the proximal balloon weld in 1mm increments. The dissections were reviewed under the microscope and no blockages of balloon lumen were found. After balloon was cut off the shaft, using a 10cc syringe, water was successfully passed through the balloon lumen and no blockages were seen. The reported event was unconfirmed, as the problem could not be reproduced.